Event description:
The customer reported via phone call that he just ate supper and was trying to deliver a bolus when he received a no delivery alarm. Customer's blood glucose was 441 mg/dl at the time of the incident. Customer performed a 5.0 unit fixed prime and stated that the insulin did not exit. Customer pushed the insulin slowly through the tubing and reported that the insulin exits the tubing. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by a set or reservoir occlusion. Customer changed his infusion set and stated that the cannula was not bent. Customer stated that he changes the set every 3-4 days.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.